Event description:
The port was implanted 2/7/96, on the pt's right side. Difficulties with infustion were reported, so an x-ray was taken which was reported to show subcutaneous leakage. The port was removed and replaced.